Event description:
A facility registered nurse (rn) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred two minutes after treatment initiation. A nearby patient care technician (pct) visually observed a slow steady drip down the face of the 2008t machine. The leak was located at the connection where the pump line and heparin line meet. No defect or damage was noted. The patient¿s estimated blood loss (ebl) was approximately 1 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A facility registered nurse (rn) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred two minutes after treatment initiation. A nearby patient care technician (pct) visually observed a slow steady drip down the face of the 2008t machine. The leak was located at the connection where the pump line and heparin line meet. No defect or damage was noted. The patient¿s estimated blood loss (ebl) was approximately 1 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.